Event description:
Healthcare professional (hcp) reported patient had an adverse event due to injection in the lips with juvéderm volbella® xc. Hcp later reported patient was injected with 1 ml of juvéderm volbella® xc in the lips/perioral. Three months later the patient experienced hard, swollen, non-tender lips, and erythematous tracks in a linear distribution at the site of the peri-oral lines were injected. The patient was treated with ketoconazole/hydrocortisone typically around the mouth 20 mg x 2 days, 1- mg x 2 days. After this treatment the hcp saw minimal improvement, so the hcp opted for another course of prednisone but with two-week titan. The hcp told the patient to continue with doxycycline for 2 more weeks. The following month the patient was treated with 150 u of hylanex injected in the upper/lower & perioral lines of the lips. The hcp could not do more because of the lip hardness & perioral lines. A week later another round of hylanex was injected again to the upper/lower/perioral, lips that were still hard. Hcp also prescribed 0.1 ml of 3 mg intralesional kenalog in the largest visible nodule left on the lower lip. Symptoms ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.